Event description:
It was reported to philips that the device's host computer was not booting successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's host pc was not booting successfully. Review of the log file didn't confirm the reported malfunction. The fse performed functional testing and found multiple corrupt files on the host pc. The fse reloaded the software including the os and it's applications and restored the configuration and the back-ups to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.